Manufacturer narrative:
D5 - operator of device: corrected. Manufacturer¿s investigation conclusion: the reported extrinsic outflow graft obstruction could not be confirmed as no images were provided, and the patient remains ongoing on lvad support. The submitted controller event log files collectively contained events from (B)(6) 2025, per the timestamps. The pump appeared to function as intended throughout the duration of the log file with no notable drops in flow. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate 3 left ventricle assist system (lvas) IFU, revision, rev. D is currently available. Section 1, "introduction," provides an explanation of pump parameters, including pump flow. Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures," cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Event description:
The doctor wanted to do a debridement on the outflow graft. Additional log files were submitted for review post eogo intervention and contained clusters of pi events as well as routine power source changes. There were no abnormal system controller alarms or pump faults seen in the log files and the pump was operating as intended.

Event description:
It was reported that the patient was admitted for extrinsic outflow graft obstruction (eogo) rule out. Log files were submitted for review and captured routine events. The ventricular assist device and peripheral equipment appeared to be functioning as intended. There were some periods of pulsatility index events noted in the log file. Flow values are stable in the 3 lpm range. It was later reported that there was a concern for eogo after patient experienced multiple low flows and was sent to the emergency room. A computed tomography angiography was performed and something was found.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.